Manufacturer narrative:
This value is the average age of the patients reported in the article as specific patients could not be identified. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Please note that this date is based off the date that the article was accepted for publication as the event dates were not provided in the published literature. Farrokhi f, buchlak qd, sikora m, et al. Investigating risk factors and predicting complications in deep brain stimulation surgery with machine learning algorithms. World neurosurg. 2019. 10.1016/j.wneu.2019.10.063. If information is provided in the future, a supplemental report will be issued.

Event description:
Farrokhi f, buchlak qd, sikora m, et al. Investigating risk factors and predicting complications in deep brain stimulation surgery with machine learning algorithms. World neurosurg. 2019. 10.1016/j.wneu.2019.10.063 the primary aim of this study was to look at which preoperative clinical factors were related to complications that develop in deep brain stimulation (dbs) therapy. A combined registry was created, comprising 501 adults who underwent initial dbs implantation surgeries between october 1997 and may 2018. Patients underwent dbs implantation for pd (n = 348), essential tremor (n = 129), dystonia (n = 11), and other indications (including cluster headache, holmes tremor, and tourette syndrome n = 13). Reported events: 26 patients experienced device malfunction. [Refer to manufacturer report # 3007566237-2019-02486 for details pertaining to the reportable related event.] It was not possible to ascertain specific device information from the article or to match the reported event with any previously reported event.